Event description:
Cataract surgery to left eye. Clareon vivity toric iol lense put in. I had already had cataract surgery in right eye on (B)(6) 2023. Was experiencing redness, itching, burning and blurriness with dryness. Was told it was still healing and would get better. But after 2nd surgery on (B)(6) 2023. My eyes became real bad with extreme dryness requiring dry eye drops every 45 mins and dry eye ointment at night and the doctor who did surgery gave me samples of an expensive nasal spray for dry eyes because my insurance would not pay and it cost over $400 a bottle. The dryness felt like sand in my eyes all the time for months and still 22 months later have to use dry eye drops at least 4 times a day. The glare has been so bad that I went for over 6 months not being able to turn lights on over head could only use lamps because there were long streaks of glare coming off lights all the way down to the floor. Still have streaks 10 to 12 inches coming off over head lights 22 months later. Glare and large halos on car lights and street lights with long beams coming off them make it impossible to drive at night and on rainy days. I could drive at night before surgeries. In order to ride passenger I have to wear sunglasses at night. I also see what I call double vision with what looks like a letter on top of another letter which I was told is called ghosting and was told it would get better in time. It did not and I kept telling them this each time I went which was every 2 weeks to a month and than 6 weeks. They kept saying some people have this problem for a year or longer but it will get better in time. I still see ghosting. But they felt everything was fine because I could read 20/20 from a distance. But I kept telling them I might be reading 20/20 but I am seeing it with ghosting. Also just right after surgeries started seeing floaters which continue to get worse. After about 18 plus months I just quick going because it wasn't helping. I still have dry eyes, extreme glare sensitive, bad floaters, and can not drive at night and rainy days. I have to wear sunglasses even on cloudy days, at night and even inside with bright lights like led lights. I was also told with these type of lenses that I had to pay out of pocket $5150 in addition to my insurance paying that I would be able to read without glasses and only need cheap readers for small print, be able to read phone and computer better and be able to drive better at night. I have to wear readers for any reading or close up not just small print, and phone and computer have a glare and never will be able to drive at night again. Everything I was told these lenses would do they do not. I am retired and was willing to spend over $5000 from my saving because I thought I would be better off being able to read only needing cheap readers for small print and being able to see better with driving at night. That was what I was told. I am worse off now than I was before surgery. Before surgery I could drive at night and on rainy days. I did not have dry eyes or problems with glare. And did not have large floaters. Pt codes: 2227, 2138. Device code: 4001. Ref report: mw5177571.